Manufacturer narrative:
The device has not been returned and so an evaluation is not yet available. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the handpiece is "heating" near the locking area. There were no injuries reported as a result of this event.

Manufacturer narrative:
The evaluation did not confirm the heating and found the collet was 109 degrees fahrenheit after 1 minute of use. This temperature is anticipated during normal use of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis updated.